Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during knee arthroscopy the device broke in two parts during screwing in. A part of the screw is left in the knee joint due to the inability to retrieve it. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. Update 23-dec-2020: the part of the broken screw stays inside the patient because it couldn't be moved and removed.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-4020c-07 was received for investigation. It was determined that only 6.79mm of the ar-4020c-07 screw was returned, with the rest having fragmented from the device and remained within the patient. Due to the severely damaged condition of the returned device, no other dimension was able to be accurately assessed. It was observed that the method of bone preparation, as well as the bone quality encountered during the procedure, were not recorded. As such, the most likely cause of the reported condition can be contributed to improper bone preparation, prying/leveraging during insertion, and/or off-axis insertion.